Event description:
On event date, the st. Jude medical representative reported the ICD was exhibiting signs of early battery depletion. Technical services confirmed that the ICD should not reach eol until 34 months of service according to device programming and charge history. The pt will be evaluated in 2 months. The ICD may be removed before it reaches 2.55v (eol) due to the weather conditions in the remote area where the pt lives. The device was explanted in 2000 due to premature battery depletion.